Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device would not progress past the startup screen and showed system failure cycle power error 1003. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. The device was in clinical use, however, there was no adverse patient impact reported.